Event description:
A non compatible / ferrous oxygen bottle was brought into the mr magnet room. The doctor was then pinned between the magnet and this bottle.

Manufacturer narrative:
(Conclusions) - hospital staff was contacted, but no info was provided on the doctor's condition. The only info received was that the doctor was taken to the operating room. It is a known issue that no magnetic materials should be brought into the examination room. No field corrective action is required. The safety directions as presented in the instruction for use already contain warnings on this matter. Note: the indicated importer has received FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer (B) (4) and manufacturer (B) (4) for the same event.